Event description:
Boston scientific received information that this patient experienced maximum sensor rate pacing of 130 beats per minute due to device interaction with hospital equipement. The patient experienced angina due to the sustained high rate pacing. Technical services suggested reprogramming the device sensors to passive to remedy the issue while in the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.